Event description:
(B)(6)-year-old veteran, currently enrolled in home telehealth, sustained left hip fracture (the left femoral neck) from stepping off the scale while self-weighing as reported by veteran. Reported top part of the scales flew off and subsequently resulted in the fall. Scale received within home by on december 7, 2020. Scale was not a refurbished scale. FDA safety report (B)(4).